Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx one month ago. It was reported that the pt experienced a stroke 3-4 days post stent grafts implant while still at the hospital. The physician stated that the stroke occurred through the left carotid artery. It was reported that during the deployment of the stent graft the carotid artery was partially covered, however, the physician was able to pull down the stent graft resulting in accurate placement. The physician believes that it is possible that during the placement of the stent graft some debris may have been released which may have contributed to the pt's condition. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval codes, results - other (no conclusion can be drawn).